Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in a small vial with clear surgical residue/debris on product. Visual inspection found the haptic torn/broken/bent/deformed, debris/clear residue on lens surface, and a piece of haptic missing. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.5/+4.0/095 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced excessive vaulting, significant reduction of irido-corneal angles. On (B)(6) 2017 the lens was exchanged for a shorter lens. The problem was resolved. At the date of MDR submission, the lens has not been returned.